Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's pacemaker exhibited ventricular high rates due to noise on all channels, noted on stored electrograms. The patient did not experience any rush sensations. There was pacer inhibition with the noise. Technical services believed it appeared to be due to electromagnetic interference and/or clavicular crush. Performing isometrics focusing on the clavicles was discussed, but not performed. Programming changes were also discussed, but not performed. The patient was stable. The patient first had episodes of ventricular high rates in (B)(6) 2018 due to noise. To the patient's knowledge, there was no electromagnetic interference. The noise could not be reproduced with isometrics or pocket manipulation. There were also episodes of high ventricular rates in (B)(6) 2018 due to noise. Isometrics were tried again with no noise. The patient reported episodes of feeling a rush sensation at that time. The patient is pacer dependent, and the pacemaker was inhibited when the noise occurred. Programming changes were made at that follow-up.